Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease and sarcoidosis. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to a philips investigation laboratory for visual inspection. The technician confirmed foam particles in the air path during the device evaluation. There were some secondary findings like black substance, dust like contamination, hair like contamination. Additionally, there were some technical findings like error code. In this report, box d, g, h has been updated/corrected.